Event description:
During a clinic follow-up, the device was observed to be in bluetooth (ble) telemetry lockout. When attempting to resolve the ble telemetry lockout, the device was having difficulty being interrogated using ble telemetry. The device was eventually able to be interrogated using ble telemetry to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The results of the software analysis are inconclusive since no additional information was obtained to investigate. Based on the information received, the cause of the reported incident could not be conclusively determined. If additional information is received, the analysis will be re-opened and reassessed.